Event description:
Tech alleged that the siderails did not latch.

Manufacturer narrative:
Tech repaired the siderail latches to resolve the issue. No further info is available on the repair of this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.